Event description:
Consumer alleges that while using the heating pad he noticed a red glow, and now there is a hole in the pad. No injuries were reported with this incident.

Manufacturer narrative:
Bunching the pad is abuse of the product and a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.